Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were charging their ins and their recharger started making a constant beeping noise and the screen went blank. Walked pt through resetting the recharger. Pt confirmed the beeping stopped and the recharger seemed to working as expected. The troubleshooting steps that were taken on the call resolved the issue. Pt also mentioned that shortly after they were implanted with the device they were charging with blankets wrapped around them, and the recharger "overheated". Pt stated when it overheated, they stopped charging and laid it on the floor to cool down. Pt stated they were warned previously not to charge with a blanket covering the recharger because it could potentially overheat. No symptoms/patient complications reported.

Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6); product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.